Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unreadable; cause was unknown. Reportedly, the pump touch screen became black with red and blue lines and customer was unable to read the touch screen. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.